Manufacturer narrative:
The reporting facility did not wish to be identified; therefore, hollister was unable to obtain any additional information beyond what was included in the initial FDA medwatch submission. Because the lot number was not provided, a device history record review could not be performed. The device was not returned, making sample evaluation impossible, and no photographs were made available for review. As a result, the root cause of the reported upper lip stabilizer separation and upper lip pressure injury could not be determined. Only the di portion of the UDI was available due to the absence of lot-specific information.

Event description:
It was reported to hollister via an FDA medwatch the following: upon inspection, the hollister anchorfast oral ett fastener, model 9799, was found to be defective. The issue was first identified when the patient's nurse discovered that the foam stabilization pad had detached from the main device body. The defect was detected during a routine patient assessment. The anchorfast device failed to maintain a secure and protective interface with the patient's skin and mucosa, resulting in a stage IV hapi to the upper lip and an unstageable mucosal membrane injury. The deficiency was verified by the patient's primary care team and the wound care nurse. Photographs of the injury are attached. The device appeared to have foam adhesive delamination and bonding failure between the foam pad and the plastic anchor plate, consistent with a potential material or manufacturing defect. Additionally, the event involved user deviation from the manufacturer's IFU. The root cause in multifactorial, involving both product integrity and human factors. Hollister has not received the stated photographs.